Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately one month ago. The proximal neck was 21 mm in diameter and the distal aorta was 22 mm in diameter. The iliac arteries were 12-13 mm in diameter bilaterally. It was reported that 10 days post implant, the patient presented with a right limb occlusion. The occlusion went from the femoral artery up to the gate of the bifurcated stent graft. The cause of the thrombosis is unknown as there was no calcification or tortuosity and there was good distal run-off prior to the procedure. An embolectomy was performed to resolve the occlusion. The embolectomy also included the external iliac and popliteal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Lack of information (cause of occlusion is unknown). Conclusion: lack of information (cause of occlusion is unknown).